Manufacturer narrative:
Device evaluation of monitor sn 07032032 and belt sn (B)(4) have not yet been returned to zoll. Review of the patient's flags does not reveal any indication that the equipment caused or contributed to the patient's passing. The patient experienced asystole events and two treatment events during asystole. Oversensing of small cardiac activity contributed to the false detection. Monitor MFR date: 04/01/2012; belt MFR date: 05/01/2012. Equipment not returned for evaluation.

Event description:
A territory manager contacted zoll on (B)(4) 2014 to report that an (B)(6) year old female patient passed away between (B)(6) 2014. The exact date of the patient's death was unable to be determined. The patient had previously experienced asystole events and a treatment events on (B)(6) 2014 at (B)(6). The patient was transferred to (B)(6) and the device was removed prior to passing. The territory manager also reported that the patient's daughter and prescribing physician alleged that the device had failed. The patient's monitor and electrode belt have not yet been returned.